Event description:
It was reported to philips that the device had charge/shock failures during autotest and opcheck. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.